Event description:
It was reported that during a diagnostic endobronchial ultrasound, ebus, the aspiration needle was observed to be moving, despite the sheath being locked into place. The procedure was completed using a backup device, and there was no report of patient/user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.